Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period. This file was originally incorrectly filed under registration number mrn 3011237704-2025-00058. The date of that submission was 11-oct-2025.

Event description:
It was reported that during the tracheostomy exchange, the tube came out. There was a patient involvement and no patient harm.